Event description:
The tip of a surgical bur purchased from american medical specialties, inc. Came off during a procedure involving drilling into the pt's bone.

Manufacturer narrative:
The item in question was never returned to us for testing. Our tests were performed on others from the same lot and two of the same item from different lots. No visible flaws or irregularities were noted. Corrected form - previously filed voluntary form. FDA inspector indicated we must file mandatory form. Follow-up to voluntary filed (B)(4) 2006 and supplement filed (B)(4) 2006.